Event description:
The customer reported that the blue tip of the haptic torn off as the lens was implanted. However, the lens was not explanted because it was successfully implanted.

Manufacturer narrative:
The following additional information is being reported to the agency in this supplement: on (B)(6) 2015, lens was successfully implanted and remained in eye despite haptic tip being torn. Patients prognosis at the time was noted as "good." Follow-up email from the surgery center on (B)(6) 2015 stated, "patient is fine. No complications at all." The preloaded injector was returned for product investigation by (B)(6) quality assurance department. Findings reported on (B)(6) 2015 state, the lens was elected from the injector and was not explanted. The slider was fully advanced and the rod was partially advanced. The rod tip was deformed. Trace of lubricant was found inside the injector tip. A review of production records showed no irregularities or abnormalities during manufacturing or inspection processes. The cause in this case was not determined.

Event description:
The customer reported that the blue tip of the haptic torn off as the lens was implanted. However, the lens was not explanted because it was successfully implanted.